Event description:
It was reported that the patients device was replaced due to battery depletion. The patients generator was returned and underwent product analysis. Product analysis noted that burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. During the bench interrogation, with a distance of one and one-quarter inches (spacer block) between the pulse generator and the programming wand, the pulsedisabled and eos warnings were set. The pulsedisabled byte would not reset. The diagnostic vbat calculation result was 1.920 volts. The data in the diagaccumconsumed memory locations revealed that 77.205% of the battery had been consumed. With the pulse generator case removed and the battery still attached to the pcba, the battery measured 1.997 volts, confirming an eos=yes condition. A visual assessment on the pcba showed contaminates on the trimmed edge of the pcba. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. The device history record of the generator was reviewed, and it was confirmed that the device was laser-routed during the manufacturing process. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. Data from the patient's device was reviewed and it confirms that the battery depleted more quickly than expected. No other relevant information has been received to date.